Manufacturer narrative:
The device was returned for analysis. Visual inspection showed that the balloon was not in a folded state, indicating exposure to positive pressure. A longitudinal tear was present in the balloon, measuring approximately 24mm, extending from 14mm distal to the proximal markerband to 1mm distal to the distal markerband. Due to this tear, an inflation test could not be performed. No damage was observed on the tip of the device. Visual and tactile examination of the shaft revealed no kinks or other damage. Both markerbands were intact and correctly positioned on the shaft.

Event description:
Reportable based on the device analysis completed on 12nov2025. It was reported that failure to inflate occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the device failed to inflate during second inflation for 30 seconds. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed an longitudinal tear.